Event description:
Reporting for patient potentially affected by urgent medical device recall notice received on (B)(6) 2022 via ups ground. Upon reviewing affected inventory, a patient was identified as having a permacath placed. 2 unused devices removed from inventory and material manager made aware. Currently awaiting rga return process.